Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The inaccurate delivery was unable to be confirmed as the stent was fully deployed and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the reported inaccurate delivery. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a procedure to treat a target lesion in the left superficial femoral artery. The lesion was predilated using a 6.0 x 40 mm armada 35 dilatation catheter. The 6.0 x 60 mm absolute pro stent delivery system was advanced and the stent was placed at the target lesion. The physician could see that the stent was fully covering the target lesion, as the lesion was between the proximal and distal markers. During stent deployment, the stent jumped and did not fully cover the target lesion. A 6.0 x 40 mm absolute pro stent was then deployed, and the lesion was fully covered. Post dilatation was performed and the procedure ended successfully. There was no clinically significant delay and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4).